Event description:
Stop-cock with propofol in lumen but locked and connected to patient as lactated ringer's gravity infusion number of drops (gtt). Locked the gtt with roller clamp and distal clamp near IV. Removed the stopcock and noticed that the plastic luer-lock inside the lumen sheared off.